Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit fell off nightstand does turn on; screen goes black and no flow. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation observed the unit fails the flow rate test and the led does not have good intensity, the pca is burnt, the ui has scratches and the platter has signs of use. The customer complaint was reproduced. There was two error has been identified.